Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported the pt had prematurely received a low battery flag, which was cleared. The issue may be passivation due to the system settings. Follow up identified the pt had received a second low battery flag.